Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced two infusion set leakage which leakage, which subsequently led to the development of insulin bumps under most of the insertion sites event on (B)(6) 2026. The infusion sites started leaking from the tubing within 24 hours of insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.